Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and r wave amplitude variation were observed on the right ventricular (rv) lead. Lead revision was performed. During revision, the lead was removed from the device header and measurements were within normal parameters. It was suspected that the cause of the reported event was due to the connection between the device and the rv lead. The rv lead and device remain implanted. The patient was stable and there were no adverse consequences.